Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and emergency medical service dispatched due to low blood glucose on (B)(6) 2021 with blood glucose level was unknown. Customer was treated with glucagon. Customer was alleged insulin pump was over delivering. Customer had passed out. The insulin pump will be and reservoir will not be returned for analysis.